Event description:
It was reported that "dr noted difficulties in removing the catheter, and a lengthening of the catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "dr noted difficulties in removing the catheter, and a lengthening of the catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation; however, the customer provided a photo for evaluation. The photo showed a section of the iabc outer lumen was damaged. The reported complaint for "difficulties in removing the catheter" is confirmed based on review of the customer supplied photo. The specifications were not met during the complaint investigation due to the damaged outer lumen. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.